Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Reprogramming was recommended, but there has been no intervention at this time and the patient was stable and will continue to be monitored.